Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204-belt/monitor unusable) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable) and was unable to communicate with a monitor. The cause for the failure was isolated to contamination on the distribution node (dn) pca on the j502 connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was experiencing a service code 204 (belt/monitor unusable).